Event description:
It was reported that the 4mm pituitary tip was broken off during surgery as the surgeon was pulling disc. All broken pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.